Manufacturer narrative:
Updated block: h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Without a returned sample, a thorough investigation could not be performed and a root cause could not be determined. No lot number was reported for this complaint, but the three most likely lot numbers used by the customer were identified based on the export date. There were no issues noted on the dhrs of these lots. The issue was reviewed and determined that the layering met the requirements to maintain the integrity of the lines, but a sample was created to help duplicate the cause of the kink. Line 25 was then modified, and improvements were implemented through a new revision of the pack drawing, including changing the type of tubing on the hemoconcentrator outlet buildup to better match the inlet tubing type, and changing the bush bond to a buildup tubing connection on the line 25, l8 inlet tubing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the team found that it appeared to be a molding issue. D4 - the UDI and related information is not provided as the lot number is unknown at this time. Diligence attempts are being performed to retrieve the lot number. H4 - the manufacture date is not provided as the lot number is unknown at this time. Diligence attempts are being performed to retrieve the lot number.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the filter on the pediatric line was leaking. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated block: b5.

Event description:
Additional information was received that the unit was not changed out, and that the surgical procedure was completed successfully.